Event description:
It was reported that the patient was experiencing pocket site pain. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was move to a new pocket. No product was explanted. No further information has been obtained.